Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the accuracy of the probes was poor, floating between 2-3mm. It was also noted the accuracy seemed to change due to the divot. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: product ID 9735665 (serial: (B)(6)); product type: ; implant date n/a; explant date n/a product ID 960-553 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9734682 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9734680 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a product ID 9733457 (unk); product type: 2543-mnav - system; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the instrument frame, lot number: 220223, was returned to the manufacturer for analysis. Reported problem could not be duplicated. The returned small passive instrument frame was found to be in fair condition with no apparent physical damage. The frame displayed a good geometry error of .16 mm and a known good passive probe with the deviation of .9mm. No problem found. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.